Manufacturer narrative:
(B)(4). The device was returned for evaluation. The first ¿22mm of the shaft has broken off. The fracture is consistent with overload. It has been identified that the slots in the driver have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.

Event description:
It was reported that the patient underwent a minimally invasive posterior lateral fusion. It was reported that the driver tip broke during final tightening of the set screw. No patient complications were reported.